Event description:
The plaintiff, alleges that while working as an emergency medical tech (emt) plaintiff wore and was otherwise exposed to latex gloves. Plaintiff alleged that as a result of wearing and exposure to these gloves, plaintiff has suffered injury. Plaintiff also alleged that in 4/2001, they were diagnosed as suffering from a type 1 latex allergy. Plaintiff further alleged that plaintiff has consequently developed a life threatening immediate hypersensitivity to latex as a result of exposure to latex gloves. Furthermore plaintiff alleged that plaintiff has suffered severe pain and suffering, and will continue to suffer pain and suffering in the future. Plaintiff alleged that they have incurred and will in the future incur expenses for medical care and treatment, and will suffer wage loss and loss of earning capacity. Plaintiff also alleged that plaintiff's sensitization to latex has caused restrictions in plaintiff's life as to where plaintiff can go and what plaintiff can do as to avoid situations where any latex is present. Plaintiff further alleged that of having suffered and will in the future suffer mental strain, emotional stress and the loss of enjoyment of life. Finally, the plaintiff's spouse, alleged that they have been deprived of the consortium, care, support and services of their spouse; and the plaintiff's children, alleged that they have been deprived of the consortium, care, support, and services from the plaintiff.